Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a tka surgery was performed on (B)(6) 2011, the patient complained about pain. Therefore, a revision surgery was performed on (B)(6) 2022, on which the post of the gii ps hi flex isrt sz 5-6 13 was found to be broken off. The surgeon replaced the reported device with a s+n insert. No further details available.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did reveal the stated failure mode. The device was found to be fractured along the post, rendering the device inoperable. The fractured post was returned along with the rest of the device. The surface of the device presented yellow stains likely from prolonged exposure to bodily fluid. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. A single undated, unlabeled photo of an insert was provided with a detached post next to it. However, it does not aid in determining the root cause of the reported failure. According to the report, this patient underwent a revision to treat this adverse event where the insert was exchanged. Since the patient status is unknown, the impact to the patient beyond that which has already reported cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Factors that could contribute to the reported event include traumatic injury, limited range of motion, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.